Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached end of service (eos) sooner than expected. The device was explanted as a result. No patient complications have been reported as a result of this event.